Manufacturer narrative:
As per the contour next control solution user guide "squeeze a small drop of solution onto a clean, nonabsorbent surface. Do not apply control solution to your fingertip or to the test strip directly from the bottle." The customer refused to follow this instruction and performed control test by putting the drop of control solution over his hand. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he ran a control test on her contour next meter and obtained a reading of 160 mg/dl at 3:33 p.m. The meter did not automatically mark it as control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next meter for evaluation. The suspected contour next test strips and contour next control solution were not returned. Therefore, the returned meter was tested with the in-house contour next test strips and in-house contour next control solution from lot # 0bv2g58, which gave a satisfactory performance. The control readings obtained during in-house testing were properly marked as control tests.